Manufacturer narrative:
The tube lot number provided in the reported event was not the lot number of tube that was rec'd for investigation. One 6 dct with lot 0906001603 was rec'd and investigation confirmed a leak in the pilot balloon seam. (B)(4).

Event description:
The caller reported that the tubes cuff would not inflate. The pt had to be reintubated with a different tube which worked. The caller would not provide the customers contact info but did report there was no pt harm.